Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient felt like the device had moved deeper into the body. The icm remains in use. No patient complications have been reported as a result of this event.